Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with the magellan safety needle. The customer reports medication leaking from the hub. When the nurse pulled the cover off, there were small bits of extra plastic were noted.